Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the airway pressure tube luer lock was loose on the pneumatic wall. The fsr tightened the tube luer lock and the map stopped jumping. The airway pressure transducer,ddi (dynamic displacement indicator),pneumatics and all pressure regulators were calibrated. 2k pm (preventive maintenance) was completed and performance check was done. The unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a mean airway pressure shoots up when hitting the start/stop button. The map jumps up so high that it dumps even if the power knob is at zero. Furthermore, there was no patient associated with the reported event.